Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 19-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2025-00330 for the second event. It was reported the nasogastric (ng) "tube new out of the package unable to flush." There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30367355, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The returned tube was received with an opened original packaging. No other component was received. The tube was decontaminated, the ports were flushed, and resistance were felt. After decontamination, the returned device was examined under magnification. No obvious kinking or any visible outer damages to the tubes. The bolus end tip was observed. It appears to have some clear/ shiny matter blocking the bolus end opening. When the tube was cut above the bolus area, some (shiny/ glossy appearance) material was observed stuck into the bolus opening. Under magnification, whitish residues were observed at the location where the clear, shiny material spotted at the bolus tip area when this portion was completely cut open. The result of the evaluation was confirmed of tube occlusion due to clear, shiny material. Root cause could not be determined. All information reasonably known as of 27-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.